Event description:
Customer reported he was changing his site and his insulin pump had a blank display and a failed battery test. The display currently shows a blank circle. Customer's blood glucose is 322 mg/dl. Customer cleared the alarm. The battery compartment and springs are not damaged or corroded. Customer inserted a new battery, and the device did not alarm failed battery test. A replacement battery cap was sent. Customer was advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.